Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ADA 19. Details of surgery: Ridge augmentation. On (B)(6) 2026 loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.